Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the antibiotics were working and that the patient was going to be rescheduled for full implant at a future date.

Event description:
Additional information was received from the patient. They reported that the patient no longer has the trial and wouldn't know the serial number. The reason for call was the patient said they had three surgeries. One to put the trial in, one to take it out because they got an infection and had methicillin-resistant staphylococcus aureus (mrsa), and one to put the permanent implant in. Patient had the trial for two weeks and in that time developed the infection. Asked if they knew when the symptoms started and the patient said they don't know. All they knew was they took it out after two weeks. Asked if they did a culture and the patient said they did. Asked if the patient knew where the infection was located. They said it was all over the patient had hard tissue infection everywhere. The patient took four antibiotics for two weeks of ciprofloxacin. Once the skin healed they put the device in a different spot because of all the scarring. Agent did not ask about the circumstances that led to the reported issue. Patient said she went on to get the permanent implant on 2021-feb-22.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2b6t5 serial# implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 978b128, lot#: va2b6t5, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 12-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare professional (hcp) via a manufacturing representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient had wanted to extend the stage 1 trial for an additional week. On day 10 the patient stated having tenderness at incursion site and pocket, but did not call for help from doctor or rep. The patient developed a red, puss filled sore at the lead incursion site and also at the pocket site. The at pre-op the doctor removed the lead and the patient was sent home on antibiotics for the next several weeks. Full implant is planned to be rescheduled at future date. It was noted that the doctor was not concerned that the infection was due to the product implanted. There were no device issues reported, and no further patient complications reported at this time.